Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a rt225 infant bias flow breathing circuit failed the ventilator leak test before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection of the returned rt225 infant bias flow breathing circuit revealed no notable damage was observed on the returned parts. Further visual inspection found that the pressure port cap which was returned together with the circuit was a non fph part. Leak testing found that the circuit was out of specification. The test revealed that the leakage was at dry line pressure port. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the reported event occurred due to the use of a non fph part pressure port cap. All rt225 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant circuit would have met the required specifications at the time of production our user instructions that accompany the rt225 infant bias flow breathing circuit state the following: - "the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction, and harm to the patient/ user". - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "check all connections are tight before use."

Event description:
A healthcare facility in china reported that a rt225 infant bias flow breathing circuit failed the ventilator leak test before patient use. There was no patient involvement.